Event description:
The customer called to report repeated no delivery alarms during bolus deliveries. Troubleshooting was performed, and the insulin pump passed the prime test. The customer also stated that she was in the hospital due to a heart attack and high blood glucose levels. The customer was concerned that the hospital staff may have changed her insulin pump settings. The customer was unable to continue troubleshooting at the time of the call. Advised the customer to call back at her convenience. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.